Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 425 mg/dl. The customer treated herself with a manual injection. The customer received multiple no delivery alarms from her insulin pump. The customer stated she had already had her insulin pump replaced for the same issue and that changing her reservoir, insulin, and infusion set did not resolve the alarms. Standard troubleshooting was performed. The insulin did not exit and the insulin pump alarmed no delivery. The customer was advised the alarm was caused by an infusion set or reservoir connection problem and advised to change the infusion set and reservoir. The customer was also advised to store her insulin at room temperature and to prep her insertion site prior to insertion. The product is being returned. Nothing further was reported.